Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Based on device history record review, no abnormality was observed during the production of the affected batch. As no photo/sample is returned for evaluation, actual root cause could not be established. The complaint will be re-opened and re-investigated when sample is returned.

Event description:
It was reported while using bd insyte¿ IV catheter 20ga 1.88in a kink in the catheter was discovered. There was no report of patient impact. The following information was provided by the initial reporter: the patient was in critical condition. The doctor ordered an indwelling arterial catheter to dynamically monitor blood pressure changes. After the catheter tubing was successfully indwelled, it was found that the catheter tubing was bent and the blood pressure could not be measured.

Event description:
It was reported while using bd insyte¿ IV catheter 20ga 1.88in a kink in the catheter was discovered. There was no report of patient impact. The following information was provided by the initial reporter: the patient was in critical condition. The doctor ordered an indwelling arterial catheter to dynamically monitor blood pressure changes. After the catheter tubing was successfully indwelled, it was found that the catheter tubing was bent and the blood pressure could not be measured.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Based on device history record review, no abnormality was observed during the production of the affected batch. As no photo/sample is returned for evaluation, actual root cause could not be established. The complaint will be re-opened and re-investigated when sample is returned.